Event description:
During PICC line placement by radiologist, the tip of the guidewire was sheared off by the needle and remained in the subcutaneous tissue. The radiologist was unable to retrieve the tip of the wire.